Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that calibration continued to fail. The customer was advised to install a new nbp pump in the monitor, test and calibrate nbp, and place the monitor back in use. The customer was provided with part information for a replacement nbp pump to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating the pump is reading low and they are unable to calibrate. The device was not in use on patient at time of event, there was no adverse event reported.